Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the cause of the phenomenon was the failure of the qb board. We could not identify the cause of the failure of the qb board because we did not receive the actual product. We speculated that the failure was due to age-related deterioration, as it had been five years and four months since the product was delivered.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image was not displayed on the subject device when the power of the subject device was turned on. It was found that the electrical circuit board had failure. Olympus service operation repair center (sorc) checked the subject device and found that the switch on the ground wire was deformed and the screen was scratched. There was no report of patient injury associated with the event.